Event description:
During a (pci) percutaneous coronary intervention procedure, when the doctor tried to cross the lesion in the circumflex artery by passing the system bx sonic 3.00mm x 18mm through a guiding catheter, due to the resistance, he had to apply little bit of force. By that time, the hub got cut and leakage was noticed. When they pulled the stent back, the hub got separated from the shaft at the proximal end. However, the molded hub was not cracked, but the entire hub was separated from the shaft. Leakage was noted from the hub/shaft. After the event occurred, the stent was taken out and was replaced with another new stent. The procedure was completed with that new stent. The product was stored per (IFU) instruction for use. The product was damage when it was prep. However, the product was not exposed to any sharp objects. The procedure was completed by using another sonic stent. The hub got separated from the shaft, after the stent was taken out and a new sonic stent was replaced.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.